Event description:
It was reported that the caller did not observe insulin drops at the end of the tubing during the loading process. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Reportedly, the customer changed supplies to address elevated bg and resumed insulin therapy.